Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that the right wheel quick release axle is not holding. She stated that as you push the chair it slowly comes out.